Event description:
It was reported by the customer that while using an unknown intra aortic balloon (iab) during routine checks, due to an accidental impact, the plastic rubber holder (luer 1/16 tb) helium outlet of the safety disk broke. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 additional initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - b5. A getinge field service engineer (fse) was dispatched to assess the unit. The fse disassembled the device and completed the replacement of the pneu cmpnt m luer 1/16tb white. Following the repair, functional testing was performed and all results were satisfactory.

Event description:
It was reported by the customer that during routine check of cs100 intra aortic balloon (iab), due to an accidental impact the plastic rubber holder (luer 1/16 tb) helium outlet of the safety disk broke. There was no patient involved.